Manufacturer narrative:
The field service engineer (fse) found the rinse tubing had a leak in the water line and the sample probe was hitting the rinse well. The fse replaced the rinse tubing and realigned the sample probe wash station. Mechanical and fluidic adjustments were checked. Calibration and qc were acceptable. The service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for online tdm vancomycin gen.3 (vanc3) on a cobas 8000 c 502 module. The initial result was 61.4 ug/ml. This result was reported outside of the laboratory. On 26-jul-2021 the sample was repeated twice with results of 47 ug/ml and 49 ug/ml. The result of 47 ug/ml was believed to be correct. The vanc3 reagent lot number was 53097601 with an expiration date of 31-jul-2022.